Event description:
Per independent repair center statement, unit has low o2 or yellow light. The key failure is the sieve beds are dusty. Additional malfunctions are the poppet valve is defective and the control panel is cracked.